Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. The device's flow sensor was replaced to address the issue. Additional findings not related to the malfunction/issue were three additional error codes found during service on the device. The blower and buzzer were replaced to address these error codes that were found during service. The pneumatic test was performed on the device, and it failed. Further investigation found the system printed circuit board needs to be replaced on the device. The following part was proactively replaced on the device: air foam inlet filter. The vanity cover was missing a silver ornament and needs to be replaced. Contamination was found in the muffler and one of the in-line filters and needs to be replaced on the device.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.